Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear about the implant threads with additional debris in the internal drive feature. The product matched print specifications where measured against drawing pd-tsv4b8 rev c (digital caliper; cal 3736; (B)(6), 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 (universal) and used for approximately 3 weeks prior to removal. Documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; warnings; pages 2-3 DHR review was completed for the subject lot number 1215085. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1215085) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event regarding bone loss was confirmed through xray review. Signs of infection, inflammation and pain could not be verified with the information provided. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age or date of birth: date of birth unknown / not provided. Weight: weight unknown / not provided.

Event description:
It was reported that the patient experienced periimplantitis. Tooth location 30.